Event description:
It was reported by the customer that the driver is not cutting. The breast was pierced and the biopsy started but the physician was unable to retrieve any specimens. The case was aborted and the patient was sent home with normal post biopsy instructions.